Event description:
(B)(4). I suffer from chronic migraines since I had essure implanted in 2007. I have been to every doctor and been on multiple medications and nothing seemed to help. My device was not provided by our insurer at the time.